Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed after the indicator window turned black during retraction. The operator applied force but was unable to deploy the sealant, and manual compression was used to achieve hemostasis. There was no reported patient injury. The operator reported that the thumb was placed on the deployment button after the indicator window turned black-black, but it could not be pressed despite applying great force. The device will be returned for evaluation.